Manufacturer narrative:
The investigation found the customer was performing only blank calibrations when they should have also been performing 2-point calibrations every 2 weeks per the method sheet. The investigation found multiple alarms for abnormal sample pipetting and insufficient sample in the alarm trace. This is a possible indicator of poor sample quality. The investigation found the customer has non-roche reagents installed on the instrument. Non-roche reagents may cause carry-over interference in patient results. The investigation concluded there are multiple customer handling issues, but was unable to determine an exact root cause based on the available information.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with nh3l ammonia on a cobas 6000 c (501) module. The first sample initially resulted with an nh3 result of 158.7 umol/l, which repeated as 22.6 umol/l. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for this sample. The second sample initially resulted with an nh3 result of 222.8 umol/l on (B)(6) 2020. The sample was repeated twice on (B)(6) 2020, resulting with values of 75.9 umol/l and 73.4 umol/l. No incorrect values were reported outside of the laboratory for this sample. The nh3 reagent lot number was 47636501, with an expiration date of 31-aug-2020.